Event description:
It was reported that the customer was about to start arctic sun treatment but two of the arcticgel cooling kit did not work. In the first kit, the adhesive was so bad that it did not stick to the skin, even though the customer made sure the skin was completely dry (batch # ngfn2320). In the second kit, the hydrogel came loose with the plastic film when they peeled off the protective film (batch # ngft0427). Per follow-up information received from ibc on (B)(6) 2022, stated that there was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was about to start arctic sun treatment but two of the arcticgel cooling kit did not work. In the first kit, the adhesive was so bad that it did not stick to the skin, even though the customer made sure the skin was completely dry (batch # ngfn2320). In the second kit, the hydrogel came loose with the plastic film when they peeled off the protective film (batch # ngft0427). Per follow-up information received from ibc on 01dec2022, stated that there was no patient impact.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate design of attachment method (i.e. Hydrogel or straps)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Use pads immediately after opening. Do not store pads in opened pouch. Directions for use: place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.